Manufacturer narrative:
(B)(4). Concomitant devices - nexgen headless pin 75mm catalog #: 00599708400 lot #: ni. (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04289. Device in transit

Event description:
It was reported that while the cut guide was being used with the pin, the pin became stuck within the guide. The surgeon attempted to remove it from the guide, and the pin broke. Another cut guide was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint samples were evaluated and the reported event was confirmed through physical inspection. The returned cut guide and drill pin exhibited nicks and gouges and the drill pin was identified to be fractured and stuck within the cut guide. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.